Event description:
Boston scientific received information that during a patient follow up, this right ventricular defibrillation lead presented with pacing impedance measurements above 3,000 ohms and an increase in pacing thresholds. The shock impedance measurements and amplitudes were within normal range. A possible lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician talked with the patient and recommended lead replacement. At this time, this lead remains implanted and in service and it is unknown if or when the lead is expected to be explanted. No additional information is available. If any additional information or if the lead is returned for analysis, this report will be updated.

Event description:
A revision was performed and this lead was successfully replaced. No adverse patient effects were reported in association with the surgical procedure.